Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Nothing to report from the visual inspection. Tidal volume control is rebounding. Not getting a low pressure alarm using peep functionality. However, with peep at maximum setting it is getting a high pressure alarm. The root cause is the peep needle cartridge that is out of adjustment. Readjusted peep needle cartridge. Replaced input manifold o-ring per remediation. Replaced the faulty rfv per remediation. Replaced MRI-compatible battery, scintered filter and gas input o-rings as a pm. Replaced case labels as part of repair. Device has passed all functional testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed for low peep pressure and "pm needed". There was unknown patient involvement and unknown patient harm/adverse event reported.